Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had low battery alarm and when customer changed the battery insulin pump went blank. Customer reported that the insulin pump had blank display and did not returned after restart. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.